Event description:
Customer reported a no delivery alarm that occurred on the morning that she was taking a long drive home. The issue was not resolved with a set change and she was not receiving the insulin. She refused to go to the hospital and went to bed later. She was taken to the hospital at 3 am with a blood glucose reading of 791 mg/dl. She also reported having issues with the infusion set cannula being bent. Customer was unable to troubleshoot as it was a past event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.